Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported; vessel morphology was unremarkable. It was reported that the stent grafts were implanted and the physician elected to model the right iliac limb with another manufacturer's balloon, which was inflated to 8 atms (rate of burst on this balloon), resulting in a perforation of the iliac vessel. The physician implanted a talent extension cuff down to the hypogastric artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention required) - results - inherent risk of procedure (arterial trauma/dissection/perforation). Caused by another device (another manufacturer's balloon caused rupture). Conclusion - another device caused failure (another manufacturer's balloon caused rupture).